Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled "midterm functional recovery of total knee arthroplasty patients compared between the attune knee system and the press fit condylar (pfc) sigma knee system¿ written by ekasame vanitcharoenkul and aasis unnanuntana published by bmc musculoskeletal disorders published online 2021 was reviewed. The article's purpose was ¿to evaluate functional outcomes compared between the attune and pfc sigma designs at a minimum follow-up of 5 years.¿ patient data: average age of patients before surgery was 71.1 years, (89.4%) were female. Most patients had varus knee alignment before tka (81.4%). 9 patients underwent patellar resurfacing. Cement manufacturer was not provided. Depuy products: of 113 patients, 59 and 54 received the pfc sigma and attune systems, respectively. Adverse events (number of patients and construct type specified when provided): post-op periprosthetic fracture ¿ treatment and location not specified (2). Pain. Crepitus (6 pfc 6 attune). Joint stiffness requiring manipulation under anesthesia (6). Wound dehiscence that required debridement and res-suturing (1 pfc).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.